Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the emergency room after receiving two inappropriate therapies, the device was found in backup vvi mode. The issue was resolved after installing a device download. The patient condition was stable and will continue to be monitored.